Event description:
A report was received that the pt is experiencing difficulty charging his implant following a pocket revision procedure. A bsn representative analyzed the pt's database and determined that the device is prematurely depleting. The pt's ipg was successfully explanted and the pt is reportedly doing well.

Manufacturer narrative:
The explanted ipg was not returned to bsn for eval because it was discarded by the medical facility.